Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hypoglycemia while using the ilet, with a lowest recorded blood glucose of 59 mg/dl shortly after a supply change and breakfast, and the device¿s low-glucose safety behavior was discussed. Symptoms included low blood glucose without loss of consciousness or other acute neurological symptoms. Outcomes included self-treatment with oral carbohydrates and return to normal glucose range without medical intervention or assistance. Investigation included complaint intake, user counseling on hypoglycemia treatment, and review of device behavior related to low-glucose suspension. Investigation of this case revealed no device malfunction and that the event was consistent with hypoglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.